Event description:
Customer called reporting a button error on her insulin pump. Her blood glucose is 137 mg/dl. She said yesterday the device alarmed button error, but she was able to clear it. Today the buttons were unresponsive. The device alarmed button error again. Customer stated she was in the pool while connected to the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.